Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks post-implant, patient complained of twitching in their cheek when the implantable pulse generator (ipg) device paced. The right atrial (ra) lead was noted to have high impedance values. An issue with the connection of the header of the implantable pulse generator (ipg) was suspected. The ra lead was reprogrammed and the impedance value is in normal range since being reprogrammed. It was also reported that the right atrial (ra) lead exhibited oversensing noise and rising thresholds. Physician reported that an intervention is planned to find and fix the issue. The ra lead remains in use. No further patient complications have been reported as a result of this event.